Event description:
It was reported that the pump battery could not be charged, causing the pump to shut down. There was no adverse impact to the customer's blood glucose level. A replacement pump was sent to the customer to resolve the issue.